Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm vticm5_13.2 -11.50/1.5/086 implantable collamer lens tore/broke before loading . For cause of event the reporter stated " haptic broken while removing from vial". A replacement lens was implanted and the problem resolved.